Manufacturer narrative:
One cadd solis vip pump was received in good physical condition. The event log was reviewed and there was evidence of a system fault. The pump was ran in user pump and also opened. The "ec 41622" problem was duplicated. When running the pump in user mode, any time the pump was started, the pump would alarm and the error code was displayed. In manufacturing mode, the motor test also alarmed immediately. Inside the pump there was residue, possibly dried glue of some kind, in the cam gear. This prevented the motor from completing a revolution creating a motor fault. There was some hardened residue in the cam gear. The cam gear will be replaced to resolve the issue.

Event description:
Information was received that this smiths medical cadd solis vip pump exhibited "error code 41622". It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.